Manufacturer narrative:
Concomitant medical products: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2015, product type : lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there were impedances out of range on a paddle lead on contacts 0 and 7. The device was implanted on (B)(6) 2015. A revision surgery was scheduled for (B)(6) 2016, however the revision case was cancelled due to patient allergy. There was no indication that the surgery was rescheduled. There were no patient symptoms reported. Additional information received from the consumer reported that stimulation stopped working in mid (B)(6) 2016. An x-ray showed no visible issues and the wires looked okay. The patient stated that a manufacturer representative told them that leads 1 and 7 were dead and they were scheduled for a revision in (B)(6) 2016 but could not have the procedure due to rheumatoid arthritis. The change in therapy or symptoms was considered sudden. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.